Event description:
Patient implanted with prodisc-l on (B)(6) 2011. Outcome of surgery reported as good and patient pain free. One week follow up, implant had subsided into the endplate of l5. Patient was asymptomatic. Reportedly, patient denied any incidences. This is the 2nd of 3 reports.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going, no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.